Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the consumer that the alarm would begin to sound then stop. There was no audio on the device. There was no patient involvement.